Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she confirmed sparking from the exposed wires at the strain relief, but indicated that there was no fire, no flame, no melting, and no breach in the transformer housing. She also indicated that she regularly wrapped the cord around the transformer housing, that no injuries were sustained as a result of the issue, and that she would return the power supply. However, as of the date of this report, the power supply has not been received. Sparking is indicative of at least one short in the dc cord. The product involved in the complaint was not returned for testing/analysis. Therefore, no conclusions can be made as to the cause of the event. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011.

Event description:
The customer reported to customer service that the power supply for her breast pump would not power her pump and has exposed wires which sparked. An injury was not reported.